Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received a power error detected alarm. The customer¿s blood glucose level was 225 mg/dl. Troubleshoot was performed for power error detected alarm and noticed a power error detected recurred within a week of troubleshooting previous occurrence. Advised the pump will need to be replaced. Advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Power error due to j6 connector resistance issue.